Event description:
During an in-clinic follow-up, loss of capture (loc) and undersensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. Diagnostic imaging was performed during the replacement procedure, and lead dislodgement was confirmed. The alleged cause was the lack of suture on suture sleeve. The patient was stable with no consequences.